Event description:
A customer's mother activated a pod at 8:08 pm. At 2:16 am, she had a bg level of 394 mg/dl; the mother administered a correction bolus of 1.6 units . At 7:24 am the customer's bg was even higher at 406 mg/dl with moderate ketones. Upon removing the pod the mother noticed the cannula was kinked. The product is not expected to return.

Manufacturer narrative:
No product was returned for evaluation - we are unable to investigate the device to determine any possible malfunction that may have caused or contributed to the customer's high bgs. A kinked cannula as reported would likely restrict insulin flow which may lead to hyperglycemia, however, we are unable to confirm this conclusion since no product was returned. The omnipod's user guide warns to "check the insulin site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose at least two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing the cannula appears different early on allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were reviewed and found to have met all acceptance criteria.